Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he experienced low blood glucose levels. Customer's blood glucose level was 38 mg/dl. Customer's current blood glucose level was 60 mg/dl. The customer treated his blood glucose level with food. The customer went to the emergency room on (B)(6) 2017 as a result of his low blood glucose level. Customer's blood glucose level was 42 mg/dl. The customer was given an IV. He was wearing the insulin pump at the time of hospitalization. The device was not returned.